Event description:
Pharmacist reported pt returned pen needle box to the pharmacy as one needle was broken off in the pt's body after injection. Pt went to hosp and had it removed.

Manufacturer narrative:
Product and report have been forwarded to mfg for investigation. Evaluation summary: issue: injury needle break off. Evaluation: regulatory compliance received (16) 31g x 8 mm sealed pen needles (lot# 8249663) and two (2) unsealed pen needles with no teardrop labels which customer claims needle remained in site after injection. Regulatory compliance evaluated returned product for needle break off. Five out of eighteen pen needles were examined and 1 out of the 2 unsealed pen needles exhibited broken needle mid-way through cannula shaft and the broken cannula was also received. Product was forwarded to worldwide microscopy lab for further investigation. Worldwide microscopy lab analysis: optical examination of the returned hub was performed with low power optical microscope. During the examination the following characteristics were observed; residual bend, tubing ovality, dual bent and cracked epoxy; together, these are reliable indicators of a bending/restraightening mode of failure. Furthermore, the presence of the small indentation displayed in the epoxy of the hub area, created by the cannula shaft further attests to the severe bending that possibly occurred during mfg shielding process or re-shielding by the customer, however, without shield it cannot be determined if this issue is user or mfg related. Product will be forwarded to mfg for further investigation.